Event description:
The customer reportedly obtained a 158 mg/dl and 390mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The suspected product is unavailable for return; replacement was sent.